Manufacturer narrative:
Bd had not received samples, but 1 photo was provided for investigation. The photos were reviewed and the indicated failure mode for incorrect cap color with the incident lot was not observed. Additionally, 200 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to incorrect cap color as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode incorrect cap color. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® naf 3.0mg na2edta 6.0mg plus blood collection tubes, the device experienced the cap being a different color / shade or fade. The following information was provided by the initial reporter. The customer stated: processing machine not detecting the cap color 7 for fluoride tubes, but they observed cap colour change from grey to white which is affecting vijaya diagnostic process flow.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® naf 3.0mg na2edta 6.0mg plus blood collection tubes, the device experienced the cap being a different color / shade or fade. The following information was provided by the initial reporter. The customer stated: processing machine not detecting the cap color 7 for fluoride tubes, but they observed cap colour change from grey to white which is affecting vijaya diagnostic process flow.